Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months (calculated from the date when the system controller was issued to the patient.) The system controller was returned for evaluation. When the system controller was connected to the manufacturer¿s laboratory equipment, the user interface on the front panel displayed a replace system controller fault alarm. Communication was unable to be established with the test system monitor and also was unable to operate a test lvad. The system controller was disassembled and the evaluation of the main printed circuit board revealed a compromised drive circuitry component that resulted in the functional issues. The component was replaced and the system controller functioned as intended thereafter. The log file was able to be retrieved after the repair, which captured intermittent motor stopped events with elevated pump power values of up to 26 watts. The motor stopped events were captured when the system controller was supported on the power module and battery power. The data captured in the log file is consistent with the drive circuitry damage sustained by the returned system controller. The damage suggests a potential relationship to the lvad and a potential compromised driveline; however, a direct relationship could not be conclusively determined. Approximately 3 months after this event, the distal end of the patient's driveline was replaced. A few days later the pump was exchanged. Reference MFR report # 916596-2015-01784. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while the patient was in the car and on the way to work, one loud continuous alarm occurred and replace controller and controller fault were displayed on the system controller screen. The patient exchanged the system controller with the backup system controller, and then went to the clinic to get a new backup system controller. During the evaluation of the system controller the device was not able to operate a test lvad.